Event description:
A 2.5 mm diameter x 30 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a heavily calcified lesion in a pt's tortuous mid lad. It was reported that the physician was unable to cross the lesion with the stent and that the stent dislodged during the procedure. The lesion was initially pre-dilated with a 2015 apex balloon. The physician then attempted to implant the endeavor stent, but he failed to cross the lesion with the stent. He then pre-dilated with a 2515 apex balloon and put the endeavor back in after inspection, but failed to cross the lesion with the endeavor again. Upon removal of the stent delivery system, it was noted that the stent had dislodged. The undeployed stent was in the left common femoral artery. The pt went to surgery for a cut down and the stent ended up in the profunda where it remains. The pt was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
Eval results: (dislodgement), (heavily calcified tortuous vessel).